Manufacturer narrative:
Device was returned for evaluation. The device was difficult to actuate and did not return to the open position. The device was visually inspected, and no defects were noted. The device was soaked in instrument milk and after a few moments it opened and closed easily and functioned as intended. The IFU instructs the user to lubricate the device with a water-soluble solution prior to use and between uses. The root cause was user error. If any additional relevant information is identified it will be submitted in a supplemental report.

Manufacturer narrative:
The device is in process of being returned for evaluation and the investigation is ongoing. Once we have additional relevant information, it will be submitted in a supplemental report.

Event description:
Complainant alleges "the kerrison rongeur#53-1515, the operator experienced difficulty actuating the instrument due to the spring mechanism becoming stuck. When the handle was compressed, the spring failed to return to its normal position, resulting in restricted or incomplete movement of the cutting shaft. As a result, the rongeur could not perform its intended cutting action consistently or efficiently."